Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available at the time of filing. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was attempting to set-up qr in cranial 3.0.2. After inputting the information for pacs and the navigation system, the manufacturing representative was unable to use the functionality. He double checked information provided by site and corrected the ae title for the navigation system, still no success. The system was unable to ping the pacs network and received a network unreachable message. The port was checked and worked with a different device. It was going to refresh their network. This happened outside of a procedure.

Manufacturer narrative:
Additional information: description updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the network ports at the site used to connect to the navigation system were not functioning.